Event description:
It was reported that the patient received inappropriate high voltage therapy for an supraventricular tachycardia with rapid ventricular response that accelerated into the vf zone. The arrhythmia stabilized after the high voltage therapy. No symptoms were reported, however, the patient reported feeling much better following the therapy. The physician elected to take no action with the device and to treat the svt with medication. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.